Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that their insulin pump had deep scratches on the screen that the affected visibility. The customer¿s blood glucose level was unknown. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device display properly and no missing segment/partial display anomaly noted. Device received with all operating currents within spec and passed self-test, a21 error test and displacement test. No unexpected low battery, weak battery, battery out limit or failed battery test alarms noted during testing. Device had minor scratched lcd window. (B)(4).